Manufacturer narrative:
Date rec¿d by MFR: 30may2019. Date of report: 26aug2019. There was no on-site evaluation by the manufacturer. This event was addressed in-house by the customer. The customer confirmed the reported condition was caused by the power supply. The customer reported that the repair of the device was deemed uneconomical, and that the unit was retired. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 17may2019. A follow-up report will be submitted once the investigation has been complete.

Event description:
The customer reported that the unit failed the battery test. There was no patient involvement.